Manufacturer narrative:
Block b3: exact date unknown, event occurred a few years prior to the date the manufacturer became aware. Block d6b: explant date: few years ago additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI upn: m365sc8416500 model: sc-8416-50 serial: (B)(6) batch: 7071753.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.